Event description:
It was reported that there was a pump memory error. The pump had been stopped for 523 hours. The pt experienced a return of symptoms. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).